Manufacturer narrative:
(B)(4) follow up MDR for correction/device evaluation: correction: following submission of initial MDR, it was identified the incorrect annex a was initially reported. Updated annex a code to reflect failure that was reported. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2307503, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Three retained samples from lot 2307503 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material # 515070 batch # 2307503. It was reported by customer that the optima connector became un-luered from the cadd pump at some point during the port de-access process. Verbatim: the optima connector became un-luered from the cadd pump at some point during the port de-access process.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.